Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose. Customer also reported to have received no delivery alarm. Customer treated high blood glucose with orange juice and too much insulin. Customer's blood glucose was 49 mg/dl. Customer performed two 5.0 unit fixed prime and insulin did exit. Infusion sets would be replaced.